Event description:
As reported: tubing filter leaks. No injury occurred as a result of this complaint.

Manufacturer narrative:
No product or lot number was received for eval. With the limited info provided the complaint could not be confirmed and no conclusions could be drawn. No clinical injury to pt.